Manufacturer narrative:
The reported problem was verified in spacelabs service repair. The power supply board, battery, and switch were replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2016 the telemetry module housing had failed to populate zones on the central monitor during patient use. No injury was reported as a result of this event.